Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited a sudden drop in estimated battery longevity from 3 years remaining a year ago. To 1 year 5 months remaining currently. The device remains implanted. No adverse patient effects were reported.